Manufacturer narrative:
The technician found the siderail was missing several rivets and the latch bolt. The technician replaced the rivets and the bolt to repair the stretcher.

Event description:
Information received indicates the right siderail doesn't stay upright.